Manufacturer narrative:
Philips service reloaded the software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that software reinstallation was required due to startup issues on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.